Event description:
It was reported that a patient (B)(6) years old, female, underwent an afib and atrial tachycardia procedure. After the first ablation, the physician decided to re-ablate and connected again the catheter which he had unplugged from carto 3 piu. When plugging the catheter, the system did not recognized the catheter and always displayed an error related to the magnetic sensor of the catheter. Upon following up with the customer, bwi received additional information on july 28th 2014 which is now indicative of a reportable event. It was stated that the procedure had approximately 1 hour delay due to this issue. The physician considered that the delay caused a potential risk to this patient since there was a transeptal puncture involved and the procedure was being performed in the left atrium. The patient was under general anesthesia and mechanical ventilation. The case was completed by replacing the catheter without any patient consequence.

Manufacturer narrative:
(B)(4). The returned device was visually inspected upon receipt and it was found in normal conditions. The catheter was evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.